Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer installed bypass tubing to keep the instrument functional. A system check was run, which passed. The siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the clot detect board, sample probe tubing, and sample tubing conduit. The cse primed the pumps and ran systems check, which passed. As per the dimension exl 200 operator's guide, "all used sample tubing may present a biohazard or chemical hazard. Follow safe laboratory biohazard procedures and chemicals when performing maintenance and troubleshooting procedures." The cause of the operator being exposed to the contents of leak was due to the failure to follow safe laboratory biohazard procedure. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator reported that the clot detector board on a dimension exl 200 instrument was leaking. The operator was exposed to the contents of the leak on their hand. The operator was not wearing gloves. The operator followed the laboratory policy for cleaning their hand with disinfectant. No medical intervention was required. There are no reports of medical intervention or adverse health consequence(s) due to the operator being exposed to the contents of the leak.